Event description:
It was reported that the arctic sun device did not cool the pads at all. Patient moved to other unit. Per sample evaluation results on 16may2024, it was reported that the arctic sun device captured the circulation pump and pressure transducer failures that contributed to the failure to fill in decontamination.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. Unit would not fill. Faulty circulation pump was found. Replaced circulation pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.